Event description:
During a remote follow-up, noise was noted on the atrial lead. The lead was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection found the outer insulation breached and separated. The cause of the reported event was isolated to the outer insulation breached, exposing the outer coil, consistent with clavicle crush damages. The reported event of noise was confirmed.